Event description:
Customer reported the patient was in the ep lab for a pacemaker insertion. Patient's blood pressure was labile, so dopamine was started at 21:38. They were titrating the dopamine down and turned it off at 21:45. The patient's blood pressure remained elevated and during troubleshooting, they found that there were drips flowing in the drip chamber of the dopamine tubing even though the device was turned off (tubing was still in the pump). The tubing was disconnected from the patient at 22:10. The blood pressure stabilized within 5 minutes, no medical intervention was needed. The tubing was discarded. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.